Event description:
It was reported that following an exploratory lap with a small bowel obstruction the pt was returned to the operating room for a fascial wound dehiscence. It was noted that the suture was found to be broken.